Manufacturer narrative:
Additional information received: it was reported that additional balloon angioplasty of the aortic neck was performed during the index procedure in an attempt to resolve the type ia endoleak. The physician was unable to determine the definitive cause of the event; however, it is believed that focal calcification within the aortic neck may have prevented an adequate proximal seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as a part of a post-market clinical study. It was reported that a type ia endoleak endoleak was identified on the same date of the index procedure. No intervention has been performed. No cause was provided. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.